Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain, fever, and mild abdominal pain. The cause of the events was unknown. The patient presented to the emergency room; however, the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (for 7days at home). The patient was recovered from the events 10 days after onset of the events. Action with pd therapy was not reported. No additional information is available.